Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Device remains implanted.

Event description:
Patient reported delayed wound healing approximately nine days post-implantation. This was resolved with bed rest by seven days later.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.